Event description:
The following information was provided: the pt. Stated they had a left and a right hip joint replacement in 2016 / 2017 and what happened is the hip joint doesn't work well. Pt can't move the nerve where the spine connects to the nerves that make my muscles move is not working.